Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and found that the receiver as in perpetual rebooting. The receiver case was opened for further evaluation. An internal evaluation found a detached u1 pcba and a downloaded log was retrieved. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test and functional test were unable to be performed due to the receiver in perpetual rebooting. The resistance of the speaker was measured, and the resistance was within specification. The reported no audio output could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audio output and an adverse event was reported. The patient stated they were sleeping and woke up feeling groggy. He took a blood glucose reading and the meter read 55mg/dl. He stated he became confused, passed out and was convulsing. The patient's wife called the paramedics and they transported him to the hospital. The patient was treated with intravenous (IV) fluids and dextrose and was released after 4 hours when he was in good condition. Additionally, the patient stated that he did not recall hearing an alert from the receiver at the time of event. At the time of contact, the patient was doing well. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.